Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2015, the patient presented with unstable angina and the index procedure was performed. The target lesion was located in the 2nd obtuse marginal (om) artery with 95% stenosis and was 9mm long with a reference vessel diameter of 2.4mm. The target lesion was treated with direct stent placement of a 2.25x12 mm promus premier¿ everolimus-eluting platinum chromium coronary stent, which caused a dissection (grade a) distal to the target lesion which required intervention of an additional a 2.25x12 mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. The dissection was considered resolved on the same day. The following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).